Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. Additional findings not related to the malfunction/issue the pollen filter was proactively replaced on the device. After the parts were replaced on the device, a final and run-in tests were performed along with the battery and valve checks for this device. The device was operational, and it was cleaned.